Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post procedure, the patient experienced vaginal erosion, recurrent urinary tract and bladder infections, mesh erosion, bladder perforations, incontinence and abdominal and pelvic pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.